Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 6.2 was failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) found auxiliary half-height drawer 6.2 had duplicate address failures in all pockets. All pockets were recovered and memory cubie pockets all wiped out. The system functioned as intended after the field service engineer repaired the device.